Manufacturer narrative:
B3: event date corrected from estimated date of 7/26/2023 to exact date of 06/02/2023 d4: model number, lot number, catalog number, expiration date, unique identifier (UDI) # added. D6a: implant date added. G2: report source added. H4: device manufacture date added. B3: bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that fabric tear occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed what the physician suspected to be a small tear in the fabric of the implanted closure device. Repeat tee will be performed at 6 months post-implant.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that fabric tear occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed what the physician suspected to be a small tear in the fabric of the implanted closure device. Repeat tee will be performed at 6 months post-implant.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, unique identifier (UDI) # added d6a: implant date added. G2: report source added. H4: device manufacture date added. B3: bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that fabric tear occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed what the physician suspected to be a small tear in the fabric of the implanted closure device. Repeat tee will be performed at 6 months post-implant.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.